Event description:
Surgical tech was set up for a laparoscopic procedure. In order to warm the laparoscope, we place it inside a 'clearify visualization system'. Upon doing this, she noticed that the fluid inside the device was brown in color. The tech had a new clearify device (with a different lot number) opened to the field and noticed the same brown colored fluid. She opened another laparoscope to ensure the color wasn't coming from that, and the fluid was still brown in color. We removed all affected scopes and clearify devices from the sterile field. Opened a new laparoscope and proceeded with the surgical procedure. No harm to the patient. After the procedure was complete, we re-examined both of the affected clearify devices. In taking one of them apart, we noticed a brown around the inside of the lid of the container---which ultimately affected the color/substance of the fluid inside the device. We opened 2 more clearify devices (1 with the same lot number as the original, and one with a different lot number) to determine if lot numbers were affected. Both devices opened had clear fluid and were unaffected. Information placed for communication at the [redacted] front desk to be alert when using the clearify devices and to place a reli event report if this brown fluid is seen.